Event description:
The customer ran blood glucose tests on 2 contour next link meters and received readings of 91 and 291mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the strips for evaluation. Replacement test strips were sent to the customer.